Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd module with drive pcb laser filter lifting. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, we the technician confirmed that the u/d lock lever broken, the insertion flexible tube buckled, the remote control button(3) leak, the remote control button(4) cut, and the lg prong top worn out; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.